Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016, it was reported that in may the patient had a deep tissue massage and experienced withdrawal symptoms of nausea and vomiting soon after. The exact date was unknown. The patient didn't report this to the office nurse until the pump refill visit approximately one week ago. At that time, approximately 8 ml of residual volume was found in the pump. The deep tissue massage was thought to have led or contributed to the issue. A dye study was attempted; however, they were unable to aspirate from the catheter so no dye was injected. Catheter replacement was planned. During the procedure, they were unable to fully visualize the anchor after exploring for some time. The catheter was ligated. There was no flow from the catheter prior to the ligation. The pump and catheter were replaced during the procedure and the issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.